Event description:
During hemodialysis treatment, a separation of the fistula needle cannula and hub occurred. Staff reported that pt was scratching around the cannulation site during treatment. MDR is filed for estimated blood loss of 50-75cc. No pt injury or need for medical treatment is reported.